Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Event description:
Our affiliate is reporting the following to us: ¿the metal abrasion was not as massive as it was by using the nextra shavers. Further on, the joint was flushed, it seems that all debris could be removed.¿ the procedure was concluded ¿ with same like product¿. They are not reporting any patient consequences. Complaint device discarded. Also see associated MDR 1221934-2013-00347.

Event description:
Our affiliate is reporting the following to us: ¿the metal abrasion was not as massive as it was by using the nextra shavers. Further on, the joint was flushed, it seems that all debris could be removed.¿ the procedure was concluded ¿ with same like product¿. They are not reporting any patient consequences. Complaint device discarded. Also see associated MDR 1221934-2013-00347.

Manufacturer narrative:
The complaint devices are not being returned; they were discarded by the customer and therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The manufacturer's contact person from section of this report has been updated as the prior contact person has retired since the previous medwatch was filed.

Event description:
Our affiliate is reporting the following to us: "the metal abrasion was not as massive as it was by using the nextra shavers. Further on, the joint was flushed, it seems that all debris could be removed. The procedure was concluded. With same like product. They are not reporting any patient consequences. Complaint device discarded. Also see associated MDR 1221934-2013-00347.